Event description:
The surgeon was able to fire the device several times than the device would not fire. The device was removed from the patient and did fire one load, once back in the patient the device failed to fire again.